Event description:
Customer reported an over infusion of versed (midazolam). The reporter stated the user removed the tubing from the pump module, the safety clam did not automatically clamp, and the pt received approximately 33 mg of versed from 04:05 am to 04:15 am. The pt became apneic and unconscious. Rmazicon (flumazenil) 0.2 mg, 0.3 mg, and 0.5 mg x3 doses was administered. The pt became responsive after receiving the third dose. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). The customer's report of an overinfusion was not confirmed. Visual inspection noted a crush mark on the upper fitment. No other anomalies were noted with the returned set. Functional testing was performed using a test pump module and pc unit and the reported issue could not be duplicated. Functional testing of the pump module used in the incident could not be performed since the pump module was not sequestered and could not be returned for evaluation. Dimensional analysis of the lower fitment and slide clamp was preformed. No dimensional issues were identified that would prevent the slide clamp from closing when the door is opened. The root cause of the customer's report was not identified. In addition, the set dfu includes the following warning: to prevent free-flow, close set roller clamp when the flo-stop fitment is open. Similar labeling is also included in the alaris pump module dfu, on the IV set tubing and the alaris pump module faceplate.